Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a visiflex bifurcated and limb extension in 2008. Recently, patient presented with abdominal and back pain. An aneurysm enlargement noted and an endoleak type 3a endoleak was found. Patient was relined with a non-endologix device to successfully seal the leak. Procedure was successful and patient went home two days later.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the reported type iiia endoleak and sac growth. The complaint is most likely device related, although the timing of this event exceeds the 10 year life span of the stent. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post an endovascular repair. Additionally, clinical assessment determined that there was evidence to reasonable suggest type ia endoleak that was not included in the event as reported. A definitive root cause cannot be determined for the reported event; however, revision of an existing stent in 2010 is a cautionary product use and likely contributed to the events. The devices remain implanted in the patient; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.